Event description:
Pump was reported to free flow during clinical use in the intensive care unit dept. Pump was infusing normal saline at an unknown rate and volume. The serial number of the pump is unknown and no additional details were able to be obtained. No pt injury resulted.